Manufacturer narrative:
Follow-up 05/17/2016: customer reported that bg levels returned to target range. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 339 (mg/dl). Customer administered correction boluses, changed infusion site, and administered an insulin injection to treat bg levels; however, bg levels remained elevated. System check and review of delivery summary with tandem technical support indicated pump was performing as intended.